Manufacturer narrative:
Date of submission (B)(6)2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2018 with the following findings: upon investigation, the pump powered on with audible, vibratory and a blank display screen, duplicating the original complaint. Investigation was unable to be completed due to the blank screen. Unrelated to the original complaint, there was moisture behind the display lens. A leak test failed due to a battery compartment cracked on the side. The pump cover was removed and internal moisture was found on the display connector and the pump circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.